Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console laser was intermittent and going to stand by. Table top illuminator was not working. Additional information has been requested. Additional information received indicating that the event occurred during vitrectomy with retinal detachment surgery. The illumination issue was with single port. The surgery was completed with backup console. There was no patient harm.

Event description:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (intermittent laser going to standby, tt(table top) illuminator not working(single port), laser going to standby) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg. Report num. 2028159-2022-00328. The manufacturer internal reference number is: (B)(4).